Event description:
It was reported that the device was implanted normally; all testing appeared normal, the patient was induced and successfully converted, episodes were stored and reviewed. However, after the device was implanted, a reset warning was noticed. The device remains implanted and the files from the programmer were reviewed by the manufacturer. After review of the files received, the preliminary analysis revealed the reset was due to a data corruption. The device was correctly re-initialized on (B)(6) 2011 by the programmer.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4). Since the device remains implanted, the files that were provided from the programmer were reviewed. Based on the observations from the files, absence of the warning prior to implant is not confirmed. The device reset because the internal software detected that some data were corrupted. However, the device was correctly re-initialized on (B)(6) 2011 (the date of implant). The root cause of these corruptions could be an interrupted telemetry communication but can not be confirmed since the files from the (B)(6) 2011 interrogation were not provided. Device remains implanted.

Manufacturer narrative:
(B)(6) 2011.the analysis on this device is pending. Device remains implanted

Event description:
It was reported that the device was implanted normally; all testing appeared normal, the patient was induced and successfully converted, episodes were stored and reviewed. However, after the device was implanted, a reset warning was noticed. The device remains implanted and the files from the programmer were reviewed by the manufacturer. After review of the files received, the preliminary analysis revealed the reset was due to a data corruption. The device was correctly re-initialized on (B)(6) 2011 by the programmer.